Manufacturer narrative:
Investigation summary device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. One (1) sample was provided by the customer for investigation. The returned sample was visually examined and it was observed that the sample was clogged as light was unable to pass through the sample. Potential root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the investigation conclusion bd confirms the condition reported by the customer as the returned sample was found to be clogged. However, as these occurrences would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the bd precisionglide¿ needle wouldn't deliver medication during use. This occurred on 5 separate occasions, but the dates and patient information are unknown. The following information was provided by the initial reporter: "cannula can't push the medicine".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle wouldn't deliver medication during use. This occurred on 5 separate occasions, but the dates and patient information are unknown. The following information was provided by the initial reporter: "cannula can't push the medicine."